Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 tubing separated from btt port. They were able to complete the procedure by securing tape over the opening and using the distal insufflation port for co2. Only delay was finding a workable solution. No patient harm was reported. Per the photo provided by the complainant, evidence of blood is observed on the btt and the tubing is detached from the btt.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic investigation was conducted. Signs of clinical use and evidence of blood was observed on the btt. The insufflation tube was observed to be detached from the body of the btt. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "connection problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots 3000359277, 3000356318, and 3000355141 the last 3 lots shipped to the account prior to the event/aware date. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.